Event description:
A pt was prescribed device as a surgical adjunct post spinal fusion surgery. The device was shipped to the pt 2/14/95. On 6/15/95 field contact was logged at co in which pt reported he had bumped the control unit causing a crack and the display was blank. A control unit for use with another model was sent as a replacement to the pt. On 6/19/95 a field contact was logged at co in which pt reported he had received the wrong control unit. A replacement was sent to pt 6/19/95. The mix-up occurred as a result of a human error when a replacement device was requested through pt services. This device did not malfunction nor did this error result in harm or injury to the pt. The product indication and signal strength of both units are identical. It was obvious to the pt that the replacement sent in response to field contact was not similar to unit which he had received 2/14/95. Retraining of customer service personnel.